Event description:
Two 9x15 viabahn devices were implanted for treatment of a popliteal artery aneurysm. Post procedure, there was 1 major run-off vessel (anterior tibial artery). The posterior tibial artery didn't go much further. The peroneal artery was patent proximally, some disease at the posterior tibial trunk. Post discharge, the pt was put on warfarin (no clopidogrel) and was advised to rest and recuperate. Within (B)(6) post procedure, the pt began to experience pain. At (B)(6) check-up, thrombus was noted throughout the device. A thrombectomy was performed, surgically opening the popliteal artery distal to the devices at normal appearing vessel. The pt was fine at the end of the re-intervention procedure and the device is currently patent. The physician indicated that the occlusion of the viabahn devices was not device-related. He further noted that the run-off was less than ideal. Additionally, he suggested that maybe aspirin should have been prescribed to the pt at discharge as well as warfarin.

Manufacturer narrative:
Following the intervention, both devices are functioning and remain implanted. The investigation into this event is currently in process. Please, note: one additional viabahn device was involved in this event. Medwatch # 2017233-2011-00327 was submitted for device lot # 8081265.